Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2004. Subsequently, a revision procedure was performed on (B)(6) 2011 due to discomfort experienced by the patient. The femoral head and acetabular cup were removed and replaced. No further information has been provided to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2011-00765 / 00766). (B)(4).